Event description:
The customer stated that the architect analyzer generated falsely elevated ca125 results on one female patient. The reproduction center in the course of performing routine testing for a in-vitro fertilization (ivf) procedure, generated the following ca125 results: (B)(6) 2014 = 157 u/ml; (B)(6) 2014 = 139.10u/ml; (B)(6) 2014 = 140.40u/ml; (B)(6) 2014 = 141.60u/ml. The patient was referred to the hospital testing lab to have additional testing ((B)(6) 2014) which generated ca125 results = 10.8 u/ml / 10.2 u/ml / new reagent lot 10.4 u/ml. The reproduction center took the (B)(6) 2014 patient's sample to the reproduction center for retesting, and generated ca125 = 113.600 u/ml / 118.8 u/ml. No additional patient information was provided. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Correction: suspect medical device; catalog # from 02k45-28 to 02k45-20. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a review of complaint history, accuracy testing, and a review of labeling. The customer reported falsely elevated ca125 results. A review of complaints and a search by lot number 29103m500 did not identify any complaints related to falsely elevated patient results. Accuracy testing was completed using retained kits of reagent lot 29130m500 and all acceptance criteria were met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that lot 29103m500 performed per specifications. There is a malfunction since different samples of the same patient were tested numerous times with lot 29103m500 and produced falsely elevated results and retest of one the samples produced negative results with other reagent lots. A review of labeling showed adequate discussion regarding falsely elevated ca125 patient results. No additional issues were identified; no further action is required at this time.